Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was increasingly difficult to hold a charge, and therefore underwent an ipg replacement. The patient was recovering well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in september.

Event description:
It was reported that the patients ipg was increasingly difficult to hold a charge, and therefore underwent an ipg replacement. The patients ipg was replaced with an MRI compatible device. The patient was recovering well postoperatively.